Event description:
It was reported that the patient's right ventricular lead had dislodged. During a routine generator change, the lead was repositioned and adequate measurements were acquired. The patient was stable post procedure.